Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported finding a fluid leak following an unknown patient's treatment. The inside of the cassette door on the cycler was wet with fluid. The cassette was discarded. During follow up the nurse reported there was only one patient at the facility that could have had a leak event. There was no adverse event associated with peritoneal dialysis for that patient.